Manufacturer narrative:
Revision occurred after 9 months due to infection at implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 9 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to infection at the implant site. 36 mm centered glenosphere and 36 mm + 3 standard humeral cup explanted. These parts were replaced with a 36 mm centered glenosphere and 36 mm + 6 standard humeral cup.